Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed as planned by moving the l-arm manually and using current c arm angle. A philips remote service engineer (rse) examined the system by connecting with the customer and confirmed that the stand movement were partly available and found that there was no power to c-arm, l-arm and from gib (geo io box) to stand. The philips field service engineer (fse) examined the system onsite and found error related to motor assembly, second drive board behind the l-arm surface was faulty. The fse replaced the amc triple servo drive. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The device stand (floor or ceiling mounted) allows positioning of the detector and x-ray tube in relation to the patient table. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. If necessary, it is possible to move the stand manually using the handles and brake controls on the side of the stand. The side handle on the stand releases the brakes of balanced movements. Balanced movements are longitudinal, lateral and l-arm rotation movements. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. If there is a malfunction of the handle which enables manual movements there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of movement is not likely to cause or contribute to death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.